Manufacturer narrative:
Additional information: upon follow up it was reported the patient passed away while hospitalized. The cause of death was reported as due to peritonitis and an unspecified cardiac problem. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown.on the same day as the onset date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, route and frequency not reported) and fortum injection (1gm, route and frequency not reported) for peritonitis . At the time of this report, antibiotic therapy was ongoing and the patient was not recovering from the event. On an unknown date, pd therapy was discontinued, the pd catheter was removed and patient was moved to hemodialysis (twice a week). No additional information is available.